Manufacturer narrative:
Internal karl storz complaint number (B)(4). During the inspection of article 26176ht, it was determined that the hf connector in the proximal area is made of the wrong material. The component of the article in question is made of brass but should be made of 1.4305 according to the drawing. Furthermore, the shaft is unlabelled, which indicates that the article has been repaired by a third party.

Manufacturer narrative:
The manufactures internal number is (B)(4). Investigation is on-going. There is discoloration to the proximal end of instrument. High temperature defect on distal end that is discolored. Insulation on distal end has two separate tears, both on the same jaw. One on the outside and one on the inside. Related MDR filings for this event are (B)(4) from internal numbers (B)(4). The IFU states for the double lumen bipolar take apart consist of a handle, inner sheath, outer sheath and a working insert. IFU 97000168 IFU v3.0 11/2017 " warns to make sure that all electrical contacts on the instrument are thoroughly dried prior to being connected to the generator and to use the lowest possible current setting at which adequate cutting and coagulation can be achieved. Always keep the distal tip of any bipolar instrument in their field of view."

Event description:
It was reported that there was an issue with the product 26176ht take-apart bipolar forceps insert. According to the information received during a tubal ligation the forceps insert of the take-apart set malfunctioned causing the complete severing of the patient's fallopian tube, unknown side. Case was completed but not until after an unplanned salpingectomy was performed. Patient post operative condition is unknown.

Manufacturer narrative:
Internal karl storz complaint number (B)(4). During the inspection of article 26176ht, it was determined that the hf connector in the proximal area is made of the wrong material. The component of the article in question is made of brass but should be made of 1.4305 according to the drawing. Furthermore, the shaft is unlabelled, which indicates that the article has been repaired by a third party.